Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implantation prior to iol implantation the lens was opened and a drop of company viscoelastic was applied on the optic. The lens was loaded using a company injector and cartridge and proceed with lens delivery. The surgeon noticed a scratch at the middle of the optic in patient¿s eye. As a result, the surgeon had to enlarge the surgical wound to remove the scratched lens and replace it with a new backup lens with another unit of company injector. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.